Event description:
International affiliate reports that during procedure for arthrodesis with cage, the expedium single inner setscrew "dusted ". No other information is available at this time. However, it is believed that threads of the setscrew may have been torn which likely resulted in a product malfunction. If information is received to indicate something else, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded by customer.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: anbdv7) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The set screw features a band of its thread which has been partially peeled off and compressed in between its original thread and a neighboring one. The damage and its placement are sufficient enough to impede the screw during tightening. The evaluation of the device has not affected the original investigations results including the trending and DHR review. A root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screw becoming unintentionally cross-threaded while tightening it, resulting in part of the thread shearing off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As indicated in the initial medwatch report, the product device was not returned for evaluation. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Therefore, the product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis on the product family found no emerging trends. Without the product device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.